Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak during bolus. Customer's blood glucose at time of incident was 371 mg/dl. The customer was advised to check if insulin/fluid is visible in the battery, reservoir compartment or under lcd display. Customer insulin pump was in locker. The customer will call back in order troubleshoot.